Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated bicarbonate (co2) result for a patient while running on the architect c16000 processing module. The customer provided the following data: patient sample result: bicarbonate (co2) = initial = 32 meq/l, repeat = 27 meq/l (reference range: 22-29 meq/l). On (B)(6) 2020, the customer reported falsely elevated sodium and chloride results for patients while running on the architect c16000 processing module. The chloride results were >142 mmol/l and repeated within normal range (98 to 107 mmol/l). The sodium results were ranging between 150 and 170 mmol/l and repeated within normal range (136 to 145 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
The field service engineer (fse) after multiple troubleshooting procedures, determined the bellows set, including rod and fitting part #2-89055-02 on the architect c16000 processing module the likely cause and replaced the part. The service history review identified no contributing factors reported for architect c1600321 related to the complaint issue. The tracking and trending review did not identify any trends for the bellows set, including rod and fitting part # 2-89055-02 for the complaint. The device historical data review determined no non-conformances were identified for the part related to the complaint. Labeling review adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect c16000 processing module.